Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the swg was found kinked during use on the patient." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one cvc opened kit. The kit included a catheter, transduction probe, catheter over needle, and box clamp. Sutures were present around the catheter body. The guidewire was not present in the returned sample. A device history record review was performed, and no relevant findings were identified. The report that the guidewire was kinked was not confirmed through examination of the returned sample. The probable cause of a damaged guidewire could not be determined based upon the information provided and without the guidewire being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the swg was found kinked during use on the patient." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".